Event description:
It was reported that occlusion alarms occurred. The caller's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to change supplies and to call back if the issue persisted.